Event description:
Difficult deflation was encountered following multiple inflations during a superficial femoral angioplasty. Attempts to remove the balloon catheter through the introducer sheath met with resistance and the balloon began to separate from the catheter shaft. The balloon catheter and introducer sheath were removed as a unit. The angioplasty was successfully completed with this unit without pt complications. This device was returned, evalauated and retained by this MFR. The engineering eval indicated the balloon was detached from the catheter shaft. The distal bond was attached to the shaft and the proximal bond was detached with the balloon. The distal end of the catheter was elongated. The shaft was twisted from 4 to 14 millimeters proximal to the proximal radiopaque marker. Co's follow up indicated that the physician attempted to remove the partially deflated balloon through the sheath. This device displayed characteristics consistent with resistance upon removal, an elongated and twisted shaft. Co believes these factors may have contributed to this event and do not attribute it to the device. Co's directions for use state: "if resistance is felt when removing a guidewire through a catheter or if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel".